Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the rn opened the slide clamps on the tubing between the graduated cylinder and the drainage bag. According to the report, upon opening the upper slide clamp the tubing disconnected from the lure lock sampling port side proximal to the graduated cylinder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.